Event description:
Report rec'd of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed to deliver 800mg/250ml of dopamine at a rate of 135ml/hr instead of the intended 1.38 ml/hr. After an unspecified length of time, the pt reportedly experienced an increased blood pressure, increased heart rate, headache, nausea, and vomiting. The infusion was stopped and the pt was monitored until the symptoms subsided. No medical interventions were required. After an upspecified length of time, the dopamine infusion was restarted. The pt was discharged in 11/2002 with no reported adverse sequelea. Though requested no further information was available.